Manufacturer narrative:
Product complaint #: (B)(4). D4: batch # t5d09w. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoidectomy, there was no feedback of breaking the washer at the firing, and the staples were not formed properly. The device was used on the colon. The device could not be removed from the patent, so that the adjusting knob was fully rotated to open direction to remove the device. Then, it was found that the target tissue was not anastomosed and it was not stapled. Therefore, the placed anvil was also removed from the patient. The sound was heard that the anvil and the housing were attached properly before the firing. The gap setting scale marked 1.5mm at the firing. The target tissue was fatty and thick. The surgeon who fired the device just returned from his hand injury and its treatment, so that there was a possibility that his grip strength was weak. Another device was used to complete the case. Additional information was provided that the surgeon removed the anvil and anastomosed with the replacement without changing the procedure. There was no bleeding and leakage for the patient. The patient is stable. There were no adverse consequences to the patient.